Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521ent ; product ID: 9735736, serial/lot #: 2.0.0 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs had only 1 session and did not capture any interference error or anything suspicious. Suspecting the instrument was not properly navigated within the side emitter's field of view but we don't have any evidence. H6: b01, c19 and d14 apply to the system checkout. B01, c19 and d15 apply to the software concomitant product ID: 9735736. B17 c20 and d15 apply to concomitant product ID: 9735521ent this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that during a case the site was unable to track a non-invasive patient tracker (nipt). The representative on site could not see the nipt in the tracking view at all or hear the side emitter "chirping" noise when plugged in. The representative then swapped to the flat emitter and the nipt became visible in the tracking details. There was a patient involved. Additional information was received. The event occurred pre-op. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.